Manufacturer narrative:
The insulin pump was received with intermittent up button response due to corroded keypad trace. The insulin pump had minor scratched display window, cracked display window corner, cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked pump belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the upper right key of the customer's insulin pump was not sensitive. The patient's blood glucose was normal and did not require medical treatment. No further details were provided. The insulin pump will be returned and replaced.